Manufacturer narrative:
On 10-mar-2025, the mentor failure analysis lab received the device for evaluation. On 14-mar-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient had a breast deformity and the breast appeared smaller. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel boost breast implant 320cc gel breast prosthesis developed a left breast deformity post implantation. The patient noticed a change in the appearance of the left breast. It appeared less full. Rupture was suspected, but imaging showed no obvious rupture. As a result, the patient underwent unilateral explantation and replacement with a natrelle gel breast prosthesis on (B)(6) 2025. During explant surgery, the removed breast prosthesis was noted to be grossly intact.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: loss of fullness in left breast, suspected possible rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).